Manufacturer narrative:
Additional information was requested for a local representative, but no further information was able to be obtained. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited oversensing of noise. This patient is pacing dependent is in the right atrium. The oversensing did result in inhibition of pacing. Technical services provided programming options. No adverse patient effects were reported.